Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing and farfield r-wave oversensing which led to false automatic mode switch (ams) were noted. The device was reprogrammed and the patient will be monitored. The patient was stable with no adverse consequences.